Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the return line of a prismaflex m 150 set during continuous renal replacement therapy. The return line ¿could not be tightened¿. The set was replaced to continue treatment. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed external leakage of blood from the return line. The return luer connector could not be tightened. The lines of the set are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the connection issue was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.